Manufacturer narrative:
Failure analysis investigation of the returned instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist of the instrument was not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
Intuitive surgical, inc., (isi) received the mega needle driver instrument from the hospital in a damaged condition and with no reported failure. Isi made multiple follow up attempts to obtain additional information; however, as of date of this report no further details have been obtained from the site.